Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. The patient reported that they were told their neurostimulator (ins) battery would last 5 years but it only lasted 2 years. Patient stated that she had not even noticed that the ins battery had gone out until the rep checked it. Patient stated the only thing she noticed was that she was getting worsening pain and had just thought that was her condition worsening. Patient stated she got her device because she had this progressive condition of really bad osteoporosis where her bones were crumbling. Patient's battery was replaced on (B)(6) 2019. Patient stated she had a return of symptoms at least 6 months prior. The battery was confirmed dead in (B)(6) 2018. No further complications were reported/anticipated. Additional information was received from the rep. It was reported they were contacted to interrogate the battery for a possible eos situation. The rep met with the patient and discovered the battery was in fact at eos. A replacement was scheduled and battery was replaced. Rep reported per last discussion with the patient, everything was fine.